Event description:
The pt reportedly experienced headaches and pain. The pt has been an inconsistent user of her device. The pt and her parent requested device explant. The pt's device was explanted. There are no plans for device reimplant.